Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus field service engineer found a interference issue on the endoscopic image while demonstrating the device after installation. The device was being used with olympus esg-400 for the demonstration of trans-urethral resection in saline (turis), and the electrode was close the end of the endoscope. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.